Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit containing several components for analysis. No definitive signs of use were observed. The introducer needle was returned connected to the arrow raulerson syringe (ars). Visual inspection of the needle hub revealed two cracks located on opposite sides of the hub. Microscopic examination confirmed that the cracks were located at the injection molding gate locations. No additional defects or damage were identified. The returned arrow raulerson syringe (ars) and introducer assembly were functionally tested as per the instructions for use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars/needle assembly was inserted into a cup of water, and aspiration was attempted. No water could be drawn into the syringe while the needle was attached. The ars was then tested without the needle, at which point water was successfully aspirated. The manufacturing site was consulted regarding complaints of this nature. It was stated that cracking at the injection molding site of the needle hub is consistent with an issue related to the manufacturing process. This failure mode is specific to introducer needles that are automatically assembled to the arrow raulerson syringe (ars). A device history record review was performed and one finding was identified. It was determined the finding was relevant to this event. The customer report of a cracked needle hub was confirmed through evaluation of the returned sample. Visual and microscopic inspection of the needle hub identified two cracks located at the injection molding gate locations. The location and appearance of the cracking is consistent with failures related to the manufacturing/assembly process. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the most likely root cause of this complaint is manufacturing related. The observed failure mode is consistent with the failure mode currently under investigation in a previously opened CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, staff from the (B)(6) hospital reported that leakage was found at the luer hub of the needle during the use of the cvc." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, staff from the anesthesiology department of (B)(6) hospital reported that leakage was found at the luer hub of the needle during the use of the cvc." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".